Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the cartridge alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, a supply change was preformed to resolve the issues and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.